Manufacturer narrative:
Continuation of d10: product ID 8835, serial# unknown, product type programmer, patient product ID tm90t0, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The patient rep reported that the patient went to the hospital today because they could not wake up the patient, patient was non responsive this morning and the hospital was not sure if it was a stroke or what was going on but patient was currently in the intensive care unit (ICU). The patient rep stated they were looking for the personal therapy manager (ptm) and was not sure if it was the 8835 or the myptm. The patient rep states the pump was last filled "about a month ago". Agent asked what drug was in the pump and the patient rep stated " there was a lot of them" and did not know what they were. The patient was in a lot of pain and was uncomfortable. The patient rep verified days later that they received the my ptm [replacement]. Agent reviewed how to connect but the patient rep was not with patient. A day later the patient rep called back stating the communicator they received looked different than the one they had previously. Agent reviewed information and had patient rep plug both handset and communicator into charging cords; the patient rep reported handset at 86% and orange light on communicator. The patient rep was not with patient at the time of the call and added patient was doubled up in pain as they were only giving oral dilaudid every 4 hours at the hospital and patient normally would take a bolus every 2 hours; the patient rep added it had been over 5 days as they would not overnight the replacements. Agent reviewed instruction and advised the patient rep to call back once they were with patient if further assistance was needed.